Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure.

Event description:
Patient had surgery on (B)(6) 2013. No perioperative complications were observed. Patient was seen for fitting of sound processor on (B)(6) 2013 and then returned to office on (B)(6) 2013 with extruded implant. No report of infection.